Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) episodes and lead impedance variation. The lead alerted for high impedance. A check on the device electrograms show noise consistent with a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.